Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse determined that the cause of the dropped tubes was due to the sample manager robot out of alignment. The fse re-aligned the sample manager robot and verified that the system was properly functioning. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Three sample tubes were dropped by an advia workcell automation system sample manager robot prior to sampling by the instrument. Two of the three patient samples had to be redrawn. No injury or exposure was reported. The sample tubes were capped and there was no spillage involved with the event. There are no reports of patient intervention or adverse health consequences due to the dropped tubes.